Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 39 mg/dl. It was reported that low blood glucose may have been due to not programming low predict into insulin pump. Caller declined transfer to helpline.